Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung and abdominal wall cancer on (B)(6) 2010. An event was reported during this procedure. During probe insertion, the pt developed a mild pneumothorax. A pig tailed catheter was inserted and attached to a vacuum system. At the end of the case, the pt still had a slight pneumothorax. Surgeon believed the pneumothorax would resolve once the pt sits up.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).